Event description:
Info received from the study indicated that a pt had elevated cardiac enzymes after having coronary artery stents implanted and restenosis. The pt's medical history, vessel/lesion characteristics and procedural info are unk. The target vessel was the proximal circumflex into the first obtuse marginal. The lesion was treated with the implant of 2 overlapping cypher stents for restenosis of a taxus stent. The following evening after the procedure, the pt's ck peaked at 314 and ck-mb at 30.5. On the morning after the procedure, the pt's ck was 126 and ck-mb was 5.9. According to the investigator, the elevations were possibly related to cordis product. Approximately one month after the index procedure, the pt returned for the staged intervention and underwent successful stent angioplasty of cypher in-stent restenosis of the mid rca. The restenosis was treated with four overlapping taxus stents. The pt tolerated the procedure well, and was discharged the following day.

Manufacturer narrative:
The sterile lot numbers for the devices is unk; therefore, a device history report review could not be performed. Elevated cardiac enzymes are a common result after having coronary artery stents implanted. The act of implanting stents causes intimal damage to the vessel which in turn releases enzymes into the blood stream indicating that there has been insult to the vessel. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Without info about the pt's medical history or vessel/lesion characteristics, it is not possible to determine what factors may have contributed to the reported event. The sterile lot numbers for the devices is unk; therefore, a device history report review could not be performed. Elevated cardiac enzymes are a common result after having coronary artery stents implanted. The act of implanting stents causes intimal damage to the vessel which in turn releases enzymes into the blood stream indicating that there has been insult to the vessel. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Without information about the pt's medical history or vessel/lesion characteristics, it is not possible to determine what factors may have contributed to the reported event.